Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that a patient underwent a plastic surgery on (B)(6) 2018 and suture was used. During the procedure, the needle popped off of the suture. The procedure was completed with an alternate like device with no patient consequence samples will be returned.